Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient height: 180 cm. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other mitraclip device is filed under a separate manufacturing report number.

Event description:
This report is being filed as the mitraclip was inadvertently implanted on both leaflets along with chordae. Following, the clip detached from one leaflet, while remaining attached to another leaflet and chordae. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4. The patient presented with an excessive flail of the posterior leaflet and poor leaflet coaptation. Clip delivery system, ((B)(4)) grasped the mitral valve leaflets (anterior and posterior) and chordae tissue was also grasped. At the time, it was not apparent that the chordae had also been grasped and it was decided to deploy this mitraclip at this intended area. The clip was deployed without reported issue. The delivery systems were removed and cardioversion was performed for an irregular rhythm. Per physician, the irregular rhythm, requiring cardioversion, was unrelated to the mitraclip device. The mr re-assessed and it was noted that this mitraclip detached from the posterior leaflet while remaining attached to the anterior leaflet and chorea. As treatment, 2 additional mitraclips were implanted without reported issue, reducing the mr to <1. There was no adverse patient sequela and no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (excessive flail of the posterior leaflet and poor leaflet coaptation). There is no indication of a product quality issue with respect to manufacture, design or labeling.